Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to electrically leaky filters, designator fl9 and fl10, from the analog pcb assembly. The leaky filters caused the internal hybrid layer capacitor (hlc) batteries of the device to deplete. The customer was provided with a replacement device.